Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was checking their settings on (B)(6) 2018 and saw the por error code. It was noted that the patient¿s ins was just replaced two days prior, and they had already informed their healthcare provider, but the healthcare provider did not know what the code meant. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after a new battery, they were not emptying their bladder completely. However, a manufacturer representative came and was able to turn on the patient¿s stimulator without doing surgery again. It was noted that it is working fine, and everything is good on their end! No further patient complications are anticipated or expected as a result of this event.